Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable clamp tubing- alarm on cadd legacy pump. Turning pump off and on and cleaning metal sensor did not resolve alarm. Patient was unable to switch to backup pump as she sent backup pump back to accredo by accident. Patient was instructed to make new cassette. Pump with new cassette was infusing without any issue. No patient injury was reported.